Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (275 - 600 mg/dl) and boluses via the pump were delivered to address the bg level. The customer's pump settings had been changed by a healthcare provider (hcp) and the bg level had increased. Reportedly, the customer discussed the settings with the hcp.